Event description:
The consumer scooted forward in the chair to answer the phone, when the chair allegedly tipped, causing the consumer to fall and injure his stump requiring additional amputation.

Manufacturer narrative:
The chairs serial number indicates the chair is 17 yrs old and no longer in warranty. Info provided suggests the user reportedly leaned forward and fell out of the chair. No malfunction alleged. Current user guide covers this area. MDR filed based on injury.